Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a motion sensor test failure alarm on the insulin pump. Customer's blood glucose was 121 mg/dl. Customer was assisted with programming the time and date. Customer has tried the rewind process more than 2 times and the alarm keeps recurring. Customer was advised that the pump will need to be replaced.